Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock for potential atrial driven rhythm. There is also some t-wave oversensing observed and the smartpass feature was automatically disabled due to low amplitude r-wave. In addition, it was mentioned that the patient was presyncopal and the healthcare facility has had a hard time programming the best vector and the programmed vector is the only one that worked on exercise. Technical services (ts) reviewed the event and discussed the reason for the device providing therapy, as there was a change in morphology with heavily reduced r-wave amplitude and sudden increase in the heart frequency. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock for potential atrial driven rhythm. There is also some t-wave oversensing observed and the smartpass feature was automatically disabled due to low amplitude r-wave. In addition, it was mentioned that the helthcare facility has had a hard time programming the best vector and the programmed vector is the only one that worked on exercise. Technical services (ts) reviewed the event and discussed the reason for the device providing therapy, as there was a change in morphology with heavily reduced r-wave amplitude and sudden increase in the heart frequency. The s-ICD system remains in service. No additional adverse patient effects were reported.